Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon opening the cycler cassette door to resetup, fluid was leaking out of the door. Pt had no ill effects. Sample has not been returned to the manufacturer.